Event description:
It was reported on (b)(6) 2026 a patient presented with grade 4 degenerative mitral regurgitation for a MitraClip procedure. During the procedure, after the MitraClip was inserted, a pericardial effusion was noted close to the right atrium due to a perforation of the free wall of the right atrium. A chordae had also ruptured. The clip was removed from the patient. The blood was drained from the pericardium. An atrial septal occluder was implanted. The patient's blood pressure did not stabilize, so the patient was transferred to cardiac surgery to close the bleeding site. Because of the patient's poor tissue quality, the bleeding site could not be closed. The patient passed away.

Event description:
IT WAS REPORTED ON 14 MAY 2026 A PATIENT PRESENTED WITH GRADE 4 DEGENERATIVE MITRAL REGURGITATION FOR A MITRACLIP PROCEDURE. DURING THE PROCEDURE, AFTER THE MITRACLIP WAS INSERTED, A PERICARDIAL EFFUSION WAS NOTED CLOSE TO THE RIGHT ATRIUM DUE TO A PERFORATION OF THE FREE WALL OF THE RIGHT ATRIUM. A CHORDAE HAD ALSO RUPTURED. THE CLIP WAS REMOVED FROM THE PATIENT. THE BLOOD WAS DRAINED FROM THE PERICARDIUM. AN ATRIAL SEPTAL OCCLUDER WAS IMPLANTED. THE PATIENT'S BLOOD PRESSURE DID NOT STABILIZE, SO THE PATIENT WAS TRANSFERRED TO CARDIAC SURGERY TO CLOSE THE BLEEDING SITE. BECAUSE OF THE PATIENT'S POOR TISSUE QUALITY, THE BLEEDING SITE COULD NOT BE CLOSED. THE PATIENT PASSED AWAY.

Manufacturer narrative:
THE DEVICE IS NOT RETURNING FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event.Based on the information reviewed, including the Medical Review Team assessment, the cause of the reported perforation could not be determined. The reported pericardial effusion appears to be a cascading effect of the reported perforation. The reported hemorrhage/blood loss/bleeding appears to be a cascading effect of the reported perforation and subsequent pericardial effusion. The reported hypotension appears to be a cascading effect of the reported pericardial effusion and hemorrhage/blood loss/bleeding. The cause of the reported tissue injury could not be determined. The reported death appears to be related to the patient's post-procedural clinical condition. Additionally, the reported patient effects of perforation, pericardial effusion, hemorrhage/blood loss/bleeding, hypotension, tissue injury, and death are listed in the MitraClip G5 Instructions for Use and are known possible complications associated with MitraClip procedures. The reported surgical intervention and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.